Event description:
It was reported that revision surgery was performed to resurface the patella. During the revision, it was noted that the tibial baseplate was loose and metallosis around the adjoining soft tissue appeared to be present. The tibial, femoral, and patellar components were removed.